Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing. Review by technical services (ts) was performed and it was discussed that the reason for the undersensing is related to the atrial gain control (agc) decay. Further explanation of the algorithm and how it works was provided. The ICD remains in service. No adverse patient effects were reported.